Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his blood glucose level dropped and had to go to the emergency room. He woke up throwing up and his stomach was cramping. His blood glucose level dropped during the night. The customer's blood glucose level was not reported. The insulin pump had scratches on the screen and casing. He could read the screen. The device was not returned.